Manufacturer narrative:
Conclusion: device investigations did not reveal any device defect or problem which is expected to have been present whilst implanted. Mechanical damages found during investigation are attributable to the removal surgery. This finding was expected, because according to the recipient report, the device was explanted due to a post-operative infection in the area of the surgical incision. According to the information received from the field, the user presented with wound healing issues in the early post-operative period that persisted despite several surgical revisions, finally leading to device exposure. Cultures of the surgical site isolated the staphylococcus aureus, which is one of the most common skin contaminants at the time of surgery. A review of the device_s sterilization records shows that the device has been subject to a valid sterilization process, thus no information available points to the implant being the source of the suspected infection, which was most likely due to surgical site contamination at the time of implantation. This is a final report.

Event description:
The user was implanted on (B)(6) 2021 and has had six wound and mastoid revisions since then. One month following implantation there was a wound revision, then another 2 months post-operatively, followed by a mastoid revision 4 month later (march 2022), then a mastoidectomy revision in (B)(6) 2022, a wound revision in (B)(6) 2022 and then a mastoid revision in march of 2023. The area on the mastoid was permanently inflamed. Swabs have been taken and staphylococcus aureus has been isolated. The device was explanted on (B)(6) 2023. At explantation the skin was not intact over device, and a gap was observed.

Event description:
The user was implanted on (B)(6) 2021 and has had six wound and mastoid revisions since then. The area on the mastoid is permanently inflamed. Swabs have been taken. The device was explanted on (B)(6) 2023. At explantation the skin not intact over device, a 5 x 5 cm gap was observed.

Manufacturer narrative:
The device has been explanted and has been returned to med-el hq where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.